Event description:
It was reported that before a procedure, the outer seal dropped outside the clean area when the obturator and outer sleeve were being assembled. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The device was visually inspected and no missing parts on the duckbill or universal seal were observed. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.